Event description:
Affiliate reported that there was breakage of distal catheter and the device needed to be replaced. It was implanted in 2006, and replaced in 2008.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.